Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the fracture did not heal due to soft bone could be confirmed (according x rays). Based on the investigation, the root cause was attributed to a patient related. "The present event shows a typical complication of internal fixation of femoral neck fractures that is definitely not related to the asnis screws. No further action is required from a clinical point of view." [Original statement of medical expert] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that this patients' right hip had two 6.5 asnis screws implanted due to fracture. Surgeon's intension was to try and heal the bone with the screws. The fracture did not heal due to soft bone and was converted to a bipolar hip system.

Event description:
It was reported that this patients' right hip had two 6.5 asnis screws implanted due to fracture. Surgeon's intension was to try and heal the bone with the screws. The fracture did not heal due to soft bone and was converted to a bipolar hip system.